Event description:
Reportedly, the instrument fired, but would not open. The surgeon tried to disengage, but it still would not come off. The surgeon had to cut it off tissue. Used a different instrument to complete. No further patient injury reported.